Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 16. Feb. 2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the aiming arm broke during surgery, due to too much force. A replacement device was available. There was 10 minute surgical delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the tightening knob is separated from the threaded shaft as the pin, which holds the knob in position, is sheared off. One part of the pin is stuck in the knob and the other part in the shaft. The received aiming arm is in an extremely used condition with nicks and scratches all over. Additionally, the anodized layer is worn out at all edges of the arm and at the knob. The protection sleeve bore, as well as the thread of the tightening knob, are also completely worn. The manufacturing documents were reviewed and no complaint related issues were found. This lot of fifty (50) pieces was manufactured in february, 2007. Based on this information, the very used overall condition, and the complaint description that indicates too much force, a product related issue can be excluded. In general, it can be mentioned that the device is in an end of life condition as described in the important information leaflet. End of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include, but are not limited to, corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear, and cracks. Improperly functioning devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged, and excessively worn devices should not be used. No indication of a product fault. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.